Event description:
It was reported that the inflatable penile prosthesis (ipp) pump could not be pressurized, resulting in inability to get an erection. A surgical procedure was performed to replace the system. There were no further patient complications.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified both cylinders had wear at fold in the proximal end of the cylinder. The microscopic pump analysis did not find any damage or abnormalities. The device was tested. The testing conducted confirmed the cylinders and pump passed leakage test and, the pump passed the functional test too. The rear tip extender (rte) was also returned and analyzed, confirming there was no damage or abnormalities on it. The allegations of an inflation issue and the pump operates differently than expected was not confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump could not be pressurized, resulting in inability to get an erection. A surgical procedure was performed to replace the system. There were no further patient complications.